Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusion). Corrected fields: h6 (medical device ¿ problem code). Additional information: e1 (event site telephone: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) has an internal error message. A getinge field service engineer (fse) investigation showed several recurrences of fault code 67. Cleared error log, connected system to trainer, and ran system on pressure trigger for 1.5 hours. No reproduction of fault codes 67 in error logs and system never showed "internal communication error" message during testing. Investigation found that pressure transducer cable had corrosion and is most likely the cause of the fault code 67. Asked biomed (B)(4) to replace pressure transducer. System passes all functional checks, returned to customer. It is unknown of patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an internal error message. It is unknown of patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had an internal error message.